Event description:
It was reported that pump had faulty sleep button that required prolonged and forceful pressing for screen to turn on. There was no reported impact to the customer¿s blood glucose level. Customer arranged for device return, and pump was replaced with another unit through distributor support.